Event description:
Health professional reported the tubing of a lap-band system is allegedly free in the abdominal cavity of the patient and not connected to the band. The event was first noticed when the patient experienced discomfort in the abdominal that gradually became more painful. A cat scan demonstrated discontinuity of the device.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿